Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume infusor. It was observed that during patient infusion, flow through the device stopped which resulted in a stoppage of medication delivery to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.